Event description:
A malfunction alarm, identified as malf 12, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided assistance to reset the pump, and the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to contact support if the issue recurs, which the customer acknowledged and understood.